Manufacturer narrative:
Concomitant products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that there was high impedance (>10,000ohms) with electrode #1 and #0 of the lead post-operative. No x-ray images were available. No telemetry data was available, because the issue was urgently reported. It was unknown if there were any external factors that contributed to the event. No abnormality was observed while connection of ins was checked before closing a wound (800~1000ohms). Troubleshooting was performed, impedance measurement was performed a couple of times. The device was not stimulating electrode for stimulation, this was reported to the physician. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. Additional information was received from a rep three months later that the high impedances did not resolve. In regards to if no stimulation resolved, it was not that there was no stimulation but that the reported #0 electrode was not used for the patient's therapy. The leads have been still in use. The cause of the high impedances and no stimulation was unobtainable. The patient was receiving effective therapy. No further complications were reported or anticipated.